Event description:
Nurse practitioner reported, uvc was placed into vessel; there was an area at the hub that blood was able to flow out. Baby lost a small amount of blood and the catheter was removed and replaced. No problem with the baby was reported.

Manufacturer narrative:
The actual sample was returned. It was shriveled making it difficult to evaluate. The hub and surrounding area were intact and evaluated for damage. None was observed. The hub was tested for leakage at 45 psi; no leakage was evident. Lot history review was unremarkable and co has received no other reports of this nature concerning this lot. Co is unable to duplicate the problem or determine a probable cause.